Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+2.5/087 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was not implanted but there was patient contact with the lens. Reportedly, there was no patient injury and a replacement lens was successfully implanted. The cause of the event is reported as unknown.